Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 266 days following a coronary artery drug eluting stenting treatment procedure, a stent fracture was found. The index procedure identified one 3.5x26mm target lesion of the proximal lad (left anterior descending) with 90% stenosis. The proximal lad was treated with predilation and placement of a 3.5x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. During the procedure, a non-target lesion of the distal circumflex was also treated with an unknown commercially available stent. The patient was discharged the following day on asa and plavix. The study core lab reviewed angiographic data (taken 266 days following the index procedure) for this patient in february and march of 2007. This review identified that a stent fracture had occurred after the index procedure. The fracture was identified as a type 1 (single strut) fracture. Patient status is unknown. Additional information has been requested.